Event description:
Three cases with corneal burns over three days with two doctors. Pt 1 of 3: status unk.

Event description:
Sutured wound to close. Patient is stable; prognosis is good.

Manufacturer narrative:
H-10: received questionnaire. Updated a1, a2, a3, b1, b2, b3, b5, h1. This report was mailed in the FDA on: 03/10/2006.